Event description:
Reportable based on device analysis completed on 25 sep 2025. It was reported that visualization issues occurred. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion; however, poor image quality was observed. No patient complications were reported. Device analysis revealed that the catheter was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, and the imaging core had windup and a broken drive and coaxial cable beginning 26.4 cm from the distal end of the connector shaft. The catheter was also found twisted. Impedance testing showed an electrical open at the proximal end of the catheter. During destructive testing, the sheath of the unit was cut a few centimeters below the severe kink to allow examination of the other end of the broken imaging core. G4 premarket / 510(k) #: k213593.